Event description:
It was reported that after device preparation the 2.5 x 33 mm xience xpedition stent delivery systerm (sds) was advanced in the anatomy; however, it was noted that the stent implant was not on the balloon. The stent implant was found in the protective sheath outside the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was not returned; only the protective sheath and the stylet were returned. The stent dislodgement and damage were unable to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30 day medwatch report, a photo of the dislodged stent was reviewed and the stent was noted to be stretched.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions, stent handling. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.